Event description:
It was reported that the surgeon revised the patient's right total hip due to failure of femoral component. Update per sales rep on 7/7/2015: patient was revised due to trunnion wear.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 36mm +5 cocr head. The sales rep confirmed that no further information would be provided. Therefore, the exact cause of the event could not be determined.